Event description:
The device was removed due to a "tubing fracture." The entire device was removed and replaced. 6/26/97- per the requested info from the physician/surgeon, he stated..."the leakage was observed at the resipump,"and that "no kink or twist noted."